Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) 3 due to error 319 to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed. Failure analysis confirmed but could not replicate the reported issue. Error 319 was found upon reviewing logs, confirming the fault occurred on the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system and functioned as expected. The unit was then installed onto a patient side cart (psc) fixture test platform (pftp) and passed all relevant testing within specification. Upon reviewing field logs, 319 error was found intermittently triggered after replacing proximal suj. However, the 319 error has not been triggered since the usm was replaced. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to communications of field replaceable units (fru) connector pogo-pin, usm side (fcp). It can be resolved by replacing usm.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure and prior to ports placement, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that error 319 occurred upon powering on the system, and the ability to disable universal surgical manipulator (usm) 3 was greyed out. The tse had the customer perform hard power cycle the system with no change. The customer elected to use a patient side cart (psc) with another da vinci system to continue the procedure. There was no patient involvement when the issue occurred.